Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the anterior chamber intraocular lens (aciol) was captured by the iris, meaning that it was posterior or behind the iris than in front of it. So, in this case the haptic was in front of the iris, but the nasal and temporal side of the optic was behind the iris rather than in front, causing iris chaffing and persistent inflammation. Aciol was removed during initial procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating surgeon noticed position of lens would cause iris chaffing and persistent inflammation in the future if left so removed lens. Patient did not experienced any event.